Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event: changed from (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, micl 12.6, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Elevated iop, pigment dispersion, glare/haloes,iris atrophy was observed. It was reported that on patients (B)(6) 2019 visit. 'Diffuse iris transillumination defects, pigment dispersion appears to have stabilized, iop remains elevated but controlled on 2 topical medications, possible planned slt." Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.